Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an abrupt change in its thresholds and would not capture. It was further reported that the lead triggered a lead integrity alert (lia) for high-rate, non-sustained episodes and increased sensing integrity counter (sic) and additionally that the lead's pacing impedance jumped to high/undefined and that there was noise present on the lead. Multiple inappropriate therapies were delivered. The lead was capped and replaced. No further patient complications have been reported as a result of this event.